Event description:
It was reported that a site's handheld device was not functioning properly. The site stated that they were receiving data transmission error messages. The wand battery was checked and found to be functioning properly. The site tried using multiple wands with the handheld and the issue would still occur. Inspection of the serial adapter cable revealed that it was broken and plastic piece appeared to be missing. The site was sent a replacement handheld. The handheld in question has been returned to the manufacturer and is currently in product analysis. Device evaluation has not been completed at this time.